Event description:
A site reported a loss of telemetry monitoring for approximately 15 - 16 pts being monitored at the cic (central station). A telemetry technician noticed the failure and nursing staff was reportedly sent to visually monitor the pts. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.